Manufacturer narrative:
Product complaint # (B)(4). Date of event: the date of the event was not reported. The product lot number is not unavailable. The initial reporter phone (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00043. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a right middle cerebral artery (mca) occlusion and experienced embolization to new territory (ent) during the second pass. A balloon guiding catheter (size/brand/manufacturer not specified) was positioned at the right internal carotid artery (ica). The 132cm embovac 71 aspiration catheter (ic71132ca/unknown lot number) was advanced to the tip of the ica with the aid of a competitor microwire and microcatheter (size/brand/manufacturer not specified). After the lesion was crossed, a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) was deployed at the proximal m2 segment of the mca and retrieved inside the embovac catheter. It was stated that the physician was not able to retrieve it with a first pass nor was there resumption. Outside of the patient¿s body, the stent struts of the embotrap iii were entangled. Photo of the damaged embotrap iii device was provided. It was stated that the physician tried to resolve the issue, but nothing happened. The physician advanced the embovac catheter in the same way for the second pass. ¿it was collected after being agglomerated with a different stent retriever (inside the embovac, only the middle of the stent is pulled in.).¿ thrombus was removed and recanalization was successful. Then, the embovac was noted to be unraveled approximately 8cm from the distal tip. Photo of the damaged embovac was provided. Because an embolus migrated into a different vessel during the second pass, additional procedures were required. A competitor aspiration catheter and stent retriever (brand/manufacturer not specified) were used to complete the procedure. Recanalization was achieved. It was further reported that the vascular tortuosity and atherosclerosis ¿were not bad¿. There was a continuous flush maintained through the devices. Additional information received on 19-jan-2022 indicated that there was no resistance encountered during withdrawal of the embotrap into the embovac and/or guide catheter. There was no resistance encountered during withdrawal of the competitor stent retriever into the embovac during the second pass. The damage to the embotrap device occurred outside of the patient. The concomitant devices functioned as expected. The physician did not report any prolongation of procedure. No further information could be obtained.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a right middle cerebral artery (mca) occlusion and experienced embolization to new territory (ent) during the second pass. A balloon guiding catheter (size/brand/manufacturer not specified) was positioned at the right internal carotid artery (ica). The 132cm embovac 71 aspiration catheter (ic71132ca/unknown lot number) was advanced to the tip of the ica with the aid of a competitor microwire and microcatheter (size/brand/manufacturer not specified). After the lesion was crossed, a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) was deployed at the proximal m2 segment of the mca and retrieved inside the embovac catheter. It was stated that the physician was not able to retrieve it with a first pass nor was there resumption. Outside of the patient¿s body, the stent struts of the embotrap iii were entangled. Photo of the damaged embotrap iii device was provided. It was stated that the physician tried to resolve the issue, but nothing happened. The physician advanced the embovac catheter in the same way for the second pass. ¿it was collected after being agglomerated with a different stent retriever (inside the embovac, only the middle of the stent is pulled in.).¿ thrombus was removed and recanalization was successful. Then, the embovac was noted to be unraveled approximately 8cm from the distal tip. Photo of the damaged embovac was provided. Because an embolus migrated into a different vessel during the second pass, additional procedures were required. A competitor aspiration catheter and stent retriever (brand/manufacturer not specified) were used to complete the procedure. Recanalization was achieved. It was further reported that the vascular tortuosity and atherosclerosis ¿were not bad¿. There was a continuous flush maintained through the devices. Additional information received on 19-jan-2022 indicated that there was no resistance encountered during withdrawal of the embotrap into the embovac and/or guide catheter. There was no resistance encountered during withdrawal of the competitor stent retriever into the embovac during the second pass. The damage to the embotrap device occurred outside of the patient. The concomitant devices functioned as expected. The physician did not report any prolongation of procedure. No further information could be obtained.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a right middle cerebral artery (mca) occlusion and experienced embolization to new territory (ent) during the second pass. A balloon guiding catheter (size/brand/manufacturer not specified) was positioned at the right internal carotid artery (ica). The 132cm embovac 71 aspiration catheter (ic71132ca/unknown lot number) was advanced to the tip of the ica with the aid of a competitor microwire and microcatheter (size/brand/manufacturer not specified). After the lesion was crossed, a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) was deployed at the proximal m2 segment of the mca and retrieved inside the embovac catheter. It was stated that the physician was not able to retrieve it with a first pass nor was there resumption. Outside of the patient¿s body, the stent struts of the embotrap iii were entangled. Photo of the damaged embotrap iii device was provided. It was stated that the physician tried to resolve the issue, but nothing happened. The physician advanced the embovac catheter in the same way for the second pass. ¿it was collected after being agglomerated with a different stent retriever (inside the embovac, only the middle of the stent is pulled in.).¿ thrombus was removed and recanalization was successful. Then, the embovac was noted to be unraveled approximately 8cm from the distal tip. Photo of the damaged embovac was provided. Because an embolus migrated into a different vessel during the second pass, additional procedures were required. A competitor aspiration catheter and stent retriever (brand/manufacturer not specified) were used to complete the procedure. Recanalization was achieved. It was further reported that the vascular tortuosity and atherosclerosis ¿were not bad¿. There was a continuous flush maintained through the devices. Additional information received on (B)(6) 2022 indicated that there was no resistance encountered during withdrawal of the embotrap into the embovac and/or guide catheter. There was no resistance encountered during withdrawal of the competitor stent retriever into the embovac during the second pass. The damage to the embotrap device occurred outside of the patient. The concomitant devices functioned as expected. The physician did not report any prolongation of procedure. No further information could be obtained. The product was not returned for analysis. Review of the provided photographs showed evidence of damage or deformation present on the embotrap device. The proximal and first three body sections of the embotrap device appear to have become entangled around the remainder of the device, intersecting at the region between the third and fourth body section of the device. It could not be confirmed from the photograph the nature of the entanglement and/or the presence of external bodies contributing to the permanent entanglement. A cause of embotrap device entanglement is advancement of the device in an expanded state. Advancement of the embotrap device within a vessel or catheter with a larger inner diameter (ID) than the recommended microcatheter ID range can result in entanglement. This can occur if, when expanded, the distal section of the device does not advance when a force is applied to the shaft but the proximal sections of the device does advance forward. This can lead to the device becoming entangled as the proximal portion of the stent like assembly interacts with the distal end of the stent like assembly when they are forced against each other. Attempts to then pull the device proximally following this interaction may not resolve any potential entanglement and could result in an entanglement similar to what was observed in the photographs provided. This potential cause of entanglement cannot be confirmed from the photographs provided. The review of the provided photographs indicates there is damage and deformation present on the embotrap device and embovac aspiration catheter. The root cause of the damage and deformation present on the embotrap device and embovac aspiration catheter cannot be confirmed from the photographs provided. The lot number is not known; therefore, a device history record review cannot be completed. Kinking/bending of the cage assembly is a known potential product failure associated with the embotrap iii. With the information provided, the root cause of the event cannot be determined. However, there are procedural factors that may have contributed to the reported event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.